Event description:
The account alleged the brake casters are swiveling while in brake mode. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.